Manufacturer narrative:
Date rec'd by MFR: 28may2019. The customer declined repair. The customer confirmed that the unit will not be repaired at this time. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: (B)(6) 2019. A follow-up report will be submitted once the investigation has been complete.

Event description:
It was reported that the ventilator generated a blower fan failure error code. No patient involvement. Event date not specified, estimate used.